Event description:
Patient reported the protective rubber on the side button is damaged and the button is non-functional. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture may enter the insulin pump and destroy the pump electronics. The functionality of the buttons was tested successfully and complies with the product specification.

Manufacturer narrative:
The product has not been returned for investigation and the production data complies with the specifications; therefore, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.